Manufacturer narrative:
The complaint could not be confirmed as no device was returned and no radiographs could be provided. Review of the reported event description identified that required anterior cervical plating was not utilized during the index procedure allowing the device to migrate. Review of the IFU and surgical requirements were reviewed with the surgeon for proper utilization. No additional investigation required. Label review "modulus-c interbody system. The nuvasive modulus-c interbody system is indicated for intervertebral body fusion of the spine in skeletally mature patients...the system is intended to be used with supplemental fixation." "Potential adverse events and complications. As with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s). Loss of fixation." "Warnings, cautions and precautions.the modulus-c interbody devices are required to be used with an anterior cervical plate as the form of supplemental fixation. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone."

Event description:
A patient underwent a cervical spinal procedure where a cervical spacer was placed utilizing no plating. 24 hours post-op it was discovered that the implanted cage migrated anteriorly on (B)(6) 2021 a revision occurred where the device was explanted and replaced with a competitors device. The patient is reported to have not been at risk and/or faced any complications.